Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID 3889-28, lot# v672425, implanted: (B)(6) 2011, explanted: (B)(6) 2014, product type lead.

Event description:
On (B)(6) 2017 crts (B)(4), update: information was received from a consumer regarding a patient implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported that patient had two implants and stated they did not last and that their wires kept breaking since 2010. It was noted that according to their doctor, it was because patient was so petite and the normal movement of their bones were bending the tips back and forth. Patient mentioned they had the devices changed 4 times and that their leads were broken and ins's drained in each instance. Patient's right ins needed to be changed and the left ins showed 3 years left on the battery, but when the left ins checked it a couple months after it was determined to be depleted. It was noted that patient had interstitial cystitis and had bladder spasms. Patient stated they were currently on pain medication and they had their devices replaced. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
No new information reported, patient weight obtained.